Event description:
It was reported that patient presented in the emergency room due to bradycardia. It was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was discharged post procedure.